Event description:
It was reported that for an interventional procedure to the de novo, second obtuse marginal, 15 mm lesion with 80% stenosis, the physician was unable to pull negative while prepping the 2.5 x 18 mm xience v rx system outside of the patient. The device was not used on the patient and another 2.5 x 18 mm xience stent was successfully used. To post-dilate the lesion, a 2.5 x 12 mm nc trek was advanced through the copilot but there was resistance on advancement. On withdrawal, there was resistance and the shaft separated into 2 pieces at the notch. A 2.5 x 15 mm trek was advanced and inflated at the lesion to 16 atmospheres for 3 seconds to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter found no blood visible, contrast in the inflation lumen and the balloon was tightly folded, which is consistent with device preparation and no balloon inflation. The hypotube was separated 57.8 centimeters (cm) distal to the strain relief tubing confirming the reported separation. The fracture face was oval-shaped as if kinked prior to separation. There were multiple bends in the hypotube proximal to the separation. There was a bend the hypotube 9.8 cm distal to the separation. Factors that may contribute to the difficult to advance/retract the balloon catheter through the rhv/copilot (bleedback control valve) and cause resistance between the devices may include, but are not limited to, ove-tightening of the rhv/copilot which reduces the guiding catheter inner diameter, a large folded balloon profile, or damages to the rhv/copilot/balloon catheter. The folded balloon profile was measured and met specification. The rhv/coppilot used during the procedure was not returned for analysis; therefore it is unknown how it contributed to the reported complaint. The distal portion and proximal portion of the balloon catheter were advanced and retracted through a new abbott rhv and new abbott copilot with no resistance noted; therefore, the reported difficulties could not be confirmed. There was no report of any catheter damage during inspection prior to use, so the observed hypotube bends most likely occurred during and/or after the procedure due to handling. The hypotube bends, if occurred before inserting to the rhv, may likely not have contributed to the reported difficulties as there was no resistance with a new rhv and new copilot. In this case, it is most likely that the hypotube kinked as resistance was encountered during advancement and then separated while attempting to pull out the catheter from the rhv/copilot; however, this could not be confirmed. Although the cause of the reported difficulties advancing and retracting the catheter could not be determined, there is no indication of a product quality deficiency. A review of the lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance tests met specifications. A query of the complaint handling database for this lot revealed no other similar incidents reported for difficult to advance/retract through the rotating hemostatic valve (rhv) or hypotube separation. All balloon catheters are visually inspected for damages on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to verify folded balloon profiles.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience v is being filed under a separate MFR number.